Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing, which was noted on a stored electrocardiogram. Programming changes were made and the patient was stable before, during and after the reprogramming.